Event description:
It was reported that the right ventricular [rv] lead had noise present on the rv tip to the rv ring. It was also reported that the lead pin was not fully inserted into the connector of the device. A revision procedure was performed and the physician re-inserted the lead pin into the device. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.